Event description:
It was reported, "the tip of the screwdriver broke while a screw was being inserted."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.